Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed a broken post on the removable power supply. The fse replaced the removable power supply and performed full functional verification to factory specifications. The iabp tested ok and was returned to the customer for clinical service.

Event description:
It was reported that a fastening screw was missing on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstance this event occurred. However, there was no patient involvement, thus no adverse event was reported.